Manufacturer narrative:
It was reported that the customer's fingers got caught between the seat and the side panel causing a laceration and an open fracture of the customers little finger. The customer is reportedly following up with an ortho specialist. No additional patient information is available. The facility has a number of chairs in their storage room and does not know which chair was involved in the reported incident. Three wheelchairs from this facility were evaluated and no manufacturing defects were identified. Due to the reported incident and subsequent need for surgical intervention, this medwatch is being filed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Customer caught fingers between the seat and the side panel reportedly causing a fracture to the fingers.